Manufacturer narrative:
H10. These devices are used for treatment not diagnosis. Pending investigation.

Event description:
As reported from ous, the logic set was on consignment at a hospital, it is a high volume set and the trial tibial insert had become "damaged over time". There was no patient involvement. There is no additional information available.